Event description:
Rt was notified by ICU nurse that vent had malfunctioned on patient. Upon arrival to the room rt noted the following message on the vent screen: "device alert, urgency high", unable to determine status of breath delivery. (B)(4).